Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The customer stated that when she tried to go to the prime and rewind menu and press ok the pump took her back to the home screen. There was no indication that the product caused or contributed to an adverse event.this complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: during investigation, the pump histories showed the pump was suspended on the date of the reported issue. The black box showed multiple rewinds performed while the pump was suspended. The pump would not perform the load or prime steps while suspended. This was not a normal pump function. The pump was suspended and the pump gave appropriate audio and visual suspend alert. Unrelated to the original complaint, the pump casing was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).